Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the patient experienced syncope. It was noted that the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.